Manufacturer narrative:
The evaluation found the high pressure hose mounting connection is leaking. The connection appears to be cross threading when connecting to co2 (carbon dioxide) hose. The unit will be repaired to specification and returned to asset stock. A review of the repair history shows the unit was last serviced via repair on november 26, 2019; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset high flow insufflation unit was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the unit was found to have a igh pressure hose connection leak / malfunction. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred because the screws of the connection part of the high pressure hose were deformed. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.